Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.

Event description:
Information received indicates the foot hi/low cylinder is drifting. The technician replaced the foot hi/low valve but the issue remains.